Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was episodes of non-sustained oversensing noted on the device. Technical support suggested reprogramming, however no programming changes were made. The patient was stable.